Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that it was shocking the patient so bad they couldn't even move and were crying. The patient did not know what to do and couldn't get a hold of the health care provider (hcp) who put it in. The device started shocking the patient again in (B)(6) 2015. There were no falls or trauma that could be related to the issue. The patient had no medical procedures and turned stimulation off physical therapy on (B)(6) 2015 so the therapy could read their pelvic floor muscles. The patient got home and had urgency of going to the bathroom. As soon as the patient turned the device back on, it started shocking them. The patient turned it off for a few hours so they could sleep, but this morning it was shocking really bad. The stimulation was currently turned on and turning it off stopped the sensation. The patient turned stimulation off and their bladder symptoms came back. The patient had physical therapy procedures on (B)(6) 2015. One was to see where the tightness was coming from and used cables like an EKG that were connected to a laptop. The patient also had massaging and stretching. The patient also had shocking when stimulation was turned off on (B)(6) 2015. The patient had it on 0.5v and it was like their leg was having a seizure, which was resolved by turning stimulation off. The patient went to the ER and had an x-ray and somebody said something was disconnected according to the patient's family member. The patient said they didn't say something was disconnected. The patient's stimulation was currently turned off and they didn't want to turn it back on. The patient would have an appointment on (B)(6) 2015. It was noted that the patient's wires were kind of bulging out or sticking up a little bit since implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.